Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient stated a couple weeks ago, they went to check their settings and when they checked the stimulation, then upped stim to 4.5 but that caused sensations in their lower back and legs. Patient said they turned the stimulation down to 4.0 and was comfortable and had no vibration. Patient stated they left the stimulation at that level for a couple days, but then 4-5 days later, they started to feel a tingling sensation in their lower back and leg again when driving/sitting. Patient went to adjust the stimulation again and the intensity was set at 1. Patient lowered the intensity to 0.8, but still felt the tingling. Patient reset the controller and the intensity came back to 1. Agent asked, pt confirmed they only had group a-1 (set at 0.4) and did not have adaptive stim set up. The issue was not resolved. Patient service specialist reviewed role of representative and redirected patient to healthcare provider for reprogramming and interrogation of ins.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). The pt reported once their handheld unit was recalibrated, their back was much better. There was no more tingling sensation in their right leg. Information indicates the issue has been resolved.